Event description:
The customer reported that the system was down. There was a problem with the x-ray switch, or a stuck footswitch button.

Manufacturer narrative:
This MDR is related to ge healthcare. After looking at the footswitch, the customer unplugged it from system, rebooted system without error and was able to use control station console to take exposure determined that footswitch was the only cause for system to lock up when fluoro button had been pressed. The system operates without error when not connected. The ge service rep ordered a 3 function footswitch and it was replaced by the customer. The system operates as intended.